Manufacturer narrative:
Please see manufacturing report number 1220648-2023-02422, follow up 1 for the results of the investigation pertaining to the reported leak.

Event description:
During priming of the impella 5.5 pump, it was noted that fluid was leaking from the yellow luer at the end of the purge cassette. The connection were tightened to resolve the corresponding alarm; however, fluid was still seen leaking from the yellow luer. The purge cassette was subsequently replaced to troubleshoot the issue prior to attempted delivery. There was no patient harm resulting from the leak.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 61-year-old male in ventricular fibrillation was implanted with an impella cp device for mechanical circulatory support. The patient was to be escalated to an impella 5.5 device and the physician experienced difficulties in the delivery of the device. After the first suture line, the artery was tearing with every suture they put in. Due to the fragile nature of the artery, multiple repair stitches had be used to control the bleeding and nu-knit had to be placed as well. The physician experienced difficulty advancing a standard .035 ¿j¿wire. A stiff angled glidewire and jr 4 catheter had to be used to get access into ascending aorta. With a lot of difficulty, the pigtail finally crossed into the lv. ¿j¿ wire removed and .018 wire advanced into the lv. Doctor then attempted to advance the 5.5. However despite manipulation, they could not get the device to advance out of the graft into the artery. Doctor then advanced a crosslead .089 wire as a buddy wire via the axillary kit and despite having the buddy wire, the pump would not advance into the artery. The decision made to abort procedure and leave patient on impella cp. All impella 5.5 equipment was removed and right axillary incision closed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The device, including the pump and both pump cassettes, was sent back for investigation. Both purge cassettes were tested, and no leaks were observed from the yellow luer. It was determined that the root cause of the delivery issue was most likely patient condition related. And the cause of the purge leak issue was use related.